Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states battery was left out of pump for a week. The customer states they received failed battery test. The customer's blood glucose level was 167mg/dl. Troubleshoot was stopped due to customer stating they would no longer be using the pump, and reverting to replacement.